Manufacturer narrative:
Log files analysis: logfiles were sent in for analysis. Medical team has reported this cva (cerebrovascular accident) event, with expected permanent health deficit to the patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. Though transient ischemic attack (tia) is not considered a serious clinical adverse event this patient was hospitalized for evaluation. Patient's that experience tia's are more likely to experience more serious neurologic dysfunction in the future. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr, history of multiple, recent strokes, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to cva in this patient include pre-existing comorbidities. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .

Event description:
It was reported by the vad coordinator that patient had received a smr upgrade on (B)(6) 2016. Upgrade and controller exchanged occurred as expected without complications. In the evening around 22:45, patient reported neurological deficits. The patient was admitted to a hospital in the neighborhood. Lvad parameters were normal when assessed later in the hospital. The patient was transferred to the implanting center the day after on (B)(6) 2016. Medical team suspects infarction in the arteria cerebri media flow region with some strength reduction in the left arm and significant dysarthria. Patient remains in the hospital. Additional information: vad coordinator reports that hemodynamic and lvad parameters have been stable for years. Inr regulation has been stable and within range for the last couple of weeks. Lab values before controller exchange (smr update) showed that ldh was within normal range.

Manufacturer narrative:
It was reported by the vad coordinator that patient had received a smr upgrade on (B)(6) 2016. Upgrade and controller exchanged occurred without any clinical complications. In the evening around 22:45, patient reported neurological deficits. The patient was admitted to a hospital in the neighborhood. Lvad parameters were normal when assessed later in the hospital. The patient was transferred to the implanting center the day after on (B)(6) 2016.

Manufacturer narrative:
Patient does not have any history of tia's/cva's or atherosclerosis. Patient's platelet aggregation test; clopidogrel is effective. CT of carotids with no signs of left carotid obstruction. Patient is recovering further at a rehabilitation center. Patient was able to independently change the batteries. Patient's motion and strength are recovering while articulation is partially recovered. Patient is discharged from the hospital. Stroke has been identified as a serious adverse event that may be associated with use of the lvad system. Although, the root cause of the reported event cannot be conclusively determined. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.